Event description:
The customer stated that she tested her blood glucose and received a reading around 200 mg/dl. She medicated based on the high reading and went to sleep. When she woke up, she did not feel well. She tested her blood glucose and received a reading around 80 mg/dl using her breeze2 meter. She continued to not feel well, so she called paramedics. Paramedics tested the customer at 40 mg/dl using their meter. The customer did not mention treatment, but most likely she was treated with glucose. Troubleshooting was not possible because the customer did not have control solution. The customer's meter and test strips were returned for evaluation. Replacement products were sent to the customer.